Event description:
Patient included in calliope study. Patient was hospitalized on (B)(6) 2024 due to fatigue. Diagnosis description is "lying on bed artrialpacing at 120 bpm. Now r mode turned off." Event is resolved on (B)(6) and patient discharged from hospital.

Manufacturer narrative:
The conclusions are as follows: - the symptoms noticed can be explained by the combined observations: o the rate response which was programmed on fixed o physical activity set at very low o pacing programmed in safer-r o atrial blanking post ventricular pacing set at 230 ms - the recommendations would be the following programming: o rate response programmed on auto o the physical activity programmed on auto o the pacing mode programmed on ddd-r o in case there is no crosstalk from the ventricular pacing to the atrial sensing and there is no noise on the atrial channel, reduce the atrial blanking post ventricular pacing no issue is suspected on the subject device.

Event description:
Patient included in calliope study. Patient was hospitalized on (B)(6) 2024 until (B)(6) 2024 due to fatigue. Diagnosis description is "lying on bed artrial pacing at 120 bpm. Now r mode turned off." Event is resolved on (B)(6) 2024 and patient discharged from hospital.